Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, or excessive no delivery alarm tests due to the alarm. The pump was received with normal operating currents. The pump passed the self test and off no power test. The pump was received with minor scratches on the lcd window, a loose drive support disk and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her drive support cap was loose. The patient's blood glucose at the time of incident is unknown; however, her blood glucose had been high and in the 250 mg/dl range since the drive support cap anomaly. The damage may have been caused by a drop. The insulin pump was returned for analysis.